Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration, and dose of 1000 mcg/ml at 50 mcg/day via implantable pump. It was reported that the patient missed their refill due to transportation issues. Their pump was empty when they presented today for their appointment. It was filled and did not contain any residual medication. Their dosing was decreased. No diagnostics, or troubleshooting were performed. The issue was resolved.